Event description:
It was reported the patient received inappropriate therapy due to a ventricular fibrillation rhythm breaking on its own during appropriate detection. The recommended programming changes were made. The patient had a moment of losing consciousness. The patient recovered and was in stable condition before, during, and after the procedure with no reoccurring issues.